Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the atrial lead was inappropriately capturing the ventricle. X-ray confirmed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.